Event description:
In 2004, the pt contacted lfs alleging that their one touch ultra meter would not power on. The medical affairs specialist spoke with the pt 2 days later. The pt had been using the reported meter for approximately 6 months without problems. The last time they had successfully tested with the meter was 2 months ago. The following day, the pt attempted to test several times; however, the meter would not power on. They took their usual diabetes medication of glyburide 4 tablets, glucophage 5 tablets, and lantus insulin 10 units in the evening. The pt was at work through friday night. After work, when they had returned home, they attempted to test with the reported meter the following day at approximately 6:00 am, while feeling symptoms of being dazed. The meter would not power on. They tried to eat something, but was not alert enough to eat or drink. Friend, who visiting pt at the time, took pt to the hospital emergency room. An initial result of 35 mg/dl was obtained on the emergency room meter. The pt was treated with intravenous glucose. When they were more alert. They were treated with juice and snacks. After treatment, a result of 125 mg/dl was obtained on the emergency room meter and the pt was released. The customer service representative confirmed that the test strips were correct; the battery had been replaced less than 1 year before and was correctly installed. The battery contacts were in good condition. The csr walked the pt through attempting to power the meter on by pressing the power button; the meter would power on. The pt did not allege harm. However, there is evidence that the pt experienced injury and medical intervention due to the meter. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and the lancing device were replaced.